Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead connector portion returned in one piece and was measured to be 7.4 cm/7.5 cm. (Insulation/coil). Visual inspection of the lead found external insulation abrasion that breached the insulation and exposed the coil consistent with friction to the device can at one location. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.